Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a history of driveline infections and recurrent large abdominal hematomas. The patient had a history of stenotrophomonas driveline infection. The patient was on chronic minocycline suppression in 2016 when she presented for a followup of her chronic driveline infection. The patient had a recurrent pelvic hematoma secondary to anticoagulation in the setting of a previous hernia repair. The pelvic hematoma was removed surgically on (B)(6) 2016 but later reaccumulated. The patient was initially diagnose with stenotrophomas driveline infection in (B)(6) 2016 after being admitted for evacuation of an abdominal wall hematoma. After her hematoma evacuation, the patient had leukocytosis and culture of the driveline grew stenotrophomas. The patient was initially placed on bactrim but reportedly had issues with nausea at the time so was transitioned to ceftazidime. The patient presented back to the hospital 7 weeks later with an acute kidney injury (aki) requiring dialysis and an altered mental status. The altered mental status at the time was felt to be multifactorial and likely related to the patient's renal function and possible underlying infection. Lumbar puncture was never performed. Intravenous ceftazidime was stopped and the patient was placed on dialysis with her mental status improving over several days. The plan was for suppressive monthly minocycline following discharge but it appeared that the patient discontinued this medication on her own initiative.

Manufacturer narrative:
Manufacturer's investigation conclusion:a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until ultimately expiring on (B)(6) 2020 (addressed under MFR. Report # (B)(4). No product is available for investigation. The heartmate ii lvas IFU lists driveline or pump pocket infection, bleeding, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing this event.